Manufacturer narrative:
The customer was sent a replacement pump in style advanced breast pump. On 11/17/2016, a medela clinician follow up with the customer at time she stated she was on a prescription medication for 10 days but she cannot remember the name of it. She also stated that her replacement pump is working well and she is not having any signs or symptoms of mastitis. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product was received and evaluated by quality engineering on 11/23/2016. The evaluation found that a membrane and valve were damaged, however the unit passed all functional tests. See attached product evaluation.

Event description:
On (B)(6) 2016, the customer reported to customer service that the suction on her pump in style advanced breast pump was low. She also reported that her doctor diagnosed her with mastitis and prescribed her with antibiotics.